Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during the intraocular lens implantation surgery, the haptic broke off and stuck to the injector plunger. On post-operative inspection the implant decentered. Hence a secondary procedure has been planned for explanation. Additional information was received stating that the lens has been explanted in a secondary procedure in post operative inspection and replaced with another lens of same model.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The lens is split along the edge near the gusset area of the broken haptic. The optic has a large crack near the opposite gusset area. The file does not indicate what cartridge or handpiece that was used. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. We are unable to verify the dislocation of the lens as this was in the eye. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).